Event description:
It was reported that during an unk procedure, the blade stopped working and the blade tip broke off in the surgeon's hand. Used a second like device to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.